Event description:
It was reported that the customer had issues with five sensors. The customer received lost sensor and bad sensor alarms. When she removed the sensors she found each sensor electrode flat or bent that did not insert correctly. The customer also reported that the sensor site was painful and caused irritation around the area where the transmitter attaches to the sensor. As a result the customer removed the sensor. Her most recent blood glucose level was 193 mg/dl the product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.